Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm event on (B)(6) 2024. The blockage was located at the site. The infusion set cannula was blocked with blood. No further information available.